Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - addition information. D9 date device returned - correction. G3 date received by mfg - addition information. G6 type of report - addition information. H2: additional information/ device evaluation - addition information. H3: device evaluation by manufacturer - addition information. H6: adverse event problem - correction.

Event description:
Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2025-059813 and 3004753838-2025-059813-01 were reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.